Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Customer does not think his pump is delivering insulin through the night. Customer woke up 7am and bg reading was 20.2mmol/l. No adverse event reported.a request was made for the return of the device, replacement sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.